Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag for ventilation. There was no patient injury.

Manufacturer narrative:
Per additional information, the root cause of the failure was due to use error from incorrect scavenger setting. There was no reportable malfunction. Block a: no patient information provide after calls to end user 10/22/24 and 11/06/24.